Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Visual inspection of the data acquisition pcba to motor controller pcba cable revealed evidence of a dent on the ribbon cable, refer to photos attached. The j2 and j3 connector sockets picture were captured. The data acquisition pcba to motor controller pcba cable will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The biomedical engineer replaced the data acquisition to motor controller cable to address the reported problem. The data acquisition pcba to motor controller pcba cable was tested and no failures were identified .

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4).